Manufacturer narrative:
Updated: b5, d9, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The complaint allegation of lost visual could not be confirmed. Based on the results of the investigation, the root cause of the reported event could not be identified/determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasonic bronchofibervideoscope lost visual image during the diagnostic endoscopic bronchial ultrasound (ebus) procedure. The issue occurred while the patient was under sedation and the procedure was delayed. The intended procedure was completed with the same device. There were no reports of patient harm.